Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed pacing impedance measurements less than 200 ohms. The device was implanted a few months ago and showed 7.5 years battery life at pre-implant. Currently, the device showed 3 year of battery life. It was noted that the ra outputs were 2.0 millivolts (mv) at 0.5 milliseconds, right ventricular (rv) outputs were 2.0 mv, and left ventricular (lv) outputs were 2.3 mv. There were no shocks delivered except for defibrillation testing. It was also noted that no programming changes were made and the energy consumption was at 296 percent. The physician decided to explant the device. The field representative performed a save all to disk and a memory dump and will be sending it in for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted an adequate lead insertion depth from seal ring marks. The setscrews were checked and all operated normally. The device showed 2.01 amp hours remaining and greater than five years. Analysis indicated the reported three years remaining could be a result of low pacing impedance measurements. The device memory does show excessive power consumption; however, the device showed no high battery current drain during testing. The rv and ra port spring connectors were checked with gauge pins and functioned normally. A series of electrical tests were also performed and normal device function was observed.

Event description:
--

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.